Event description:
Spontaneous call from patient stating he could not disconnect his tubing from his current site. Patient was still infusing and reported no wetness around site. Notified field nurse who was able to assist patient with placing a new site, so his infusion on the other pump could be started. Patient was unable to give lot or product number. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? No; did we replace device? No. Patient had supply. Did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes. Reported to (B)(6) pt/caregiver.